Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10ep2019 . The touchscreen assembly was returned for failure analysis. During testing, it was determined that the resistance (ul_lr and ur_ll) and resistance ratio (ul_lr/ ur_ll) were within specification. No fault was found.

Event description:
It was reported that the unit had a flow sensor failure. There was no patient involvement.